Event description:
It was reported that IV fluid leaked from a small hole in the bd alaris¿ pump module smartsite¿ infusion set IV line. The following information was provided by the initial reporter: "there was small hole puncture in the IV line (bd alaris pump infusion set ref: 2420-0007) and IV fluid was leaking out of the line and the pump. The hole was below the top blue part (in the rubber part of the line where the line goes into the pump)."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22066070. D4: medical device expiration date: 23jun2025. H4: device manufacture date:23jun2022. D4: medical device lot #: 22066162. D4: medical device expiration date: 23jun2025. H4: device manufacture date:23jun2022. D4: medical device lot #: 22055667. D4: medical device expiration date: 18may2025. H4: device manufacture date: 18may2022. D10: device available for eval yes. D10: returned to manufacturer on: 08-dec-2022. Investigation summary the customer reported a small hole in the IV line, and returned one used 2420-0007. The sample was primed and a small hole in the silicon was found at the upper fitment, confirming the failure. The root cause was not found, as the customer could not confirm if the leak was found during priming, or during use. If during priming, straight out of the bag, then we would know its related to manufacturing. However, this issue is also seen as user error, and so not knowing when the hole was made makes it difficult to assign root cause. Device history record review for model 2420-0007 lot number 22066070 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22066162 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22055667 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that IV fluid leaked from a small hole in the bd alaris¿ pump module smartsite¿ infusion set IV line. The following information was provided by the initial reporter: "there was small hole puncture in the IV line (bd alaris pump infusion set ref: (B)(4) and IV fluid was leaking out of the line and the pump. The hole was below the top blue part (in the rubber part of the line where the line goes into the pump)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.